Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of atrial septal defect (atrial perforation) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the atrial perforation appears to be related to patient morphology/pathology and/or user technique/procedural conditions; and unrelated to the device since there was no reported device issue/malfunction during the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. The date filed on follow-up #1 was filed as (B)(4) 2018; however, the correct date is (B)(4) 2018. (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the atrial septal defect. It was reported that this was a mitraclip procedure to treat grade 3 functional mitral regurgitation (mr). Two mitraclips were implanted successfully in the mitral valve with a reduction in mr to grade 1. After the steerable guide catheter was retracted from the left atrium over the septum to the right atrium, an intra-atrial bidirectional shunt was observed. The decision was made to close the atrial septal defect (asd) with an asd device. Although the asd was not larger then expected, the decision to treat the asd was based on the right to left shunt and a reduced right ventricular function. The asd device was implanted successfully. There was no additional information provided.